Event description:
The customer reported that after pipetting an hbsag plate on the summit the technician noticed that the disposable tip in position one was not being held properly. No error was generated by the summit. No death or serious injury was associated with this incident.